Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritonitis. The cause was not reported. On the day after the event onset, the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient was recovering for the event. Pd therapy was ongoing. No additional information is available.